Event description:
Boston scientific received information that there was an increased in rv lead pacing threshold measurement. Lead dislodgement was also indicated and it was confirmed thru x-ray. Lead repositioning was performed and threshold was stabilized afterwards. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.